Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving unknown baclofen with an unknown dose and concentration via an implantable pump for intractable spasticity. It was reported on (B)(6) 2017 that the healthcare professional (hcp) suspected the patient was having an issue, and hcp stated, "I do not know what is going on." It was stated they were going to do a dye study, aspirated 3-4 cc under fluoroscopy, and the fluid "was yellowish" and they could not aspirate any more. Manufacturer representative (rep) asked why the fluid would be yellowish. It was reviewed that we would have no way to know for certain, but reviewed that it was possible a trace amount of blood got into the needle. No symptoms reported. It was stated to follow up with healthcare professional. No further information provided.